Manufacturer narrative:
Corrected fields: e1( event site telephone): (B)(6).

Event description:
It was reported that during the cardiosave intra-aortic balloon pump (iabp)low helium alarm and red helium icon was displayed after the customer had changed the helium tank. The fse had the customer perform a fill and press start; the alarm did not go away nor did the red icon. The customer was able to switch over to a new console successfully with no alarms or errors. There was no patient involvement.

Manufacturer narrative:
Testing of actual/suspected device: (10/3233): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "low helium" issue, he verified the proper helium pressure, verified internal tank fill cycle, ad it filled within specifications. The fse also, calibrated low pressure, high pressure and and helium regulator, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp)low helium alarm and red helium icon was displayed after the customer had changed the helium tank. The fse had the customer perform a fill and press start; the alarm did not go away nor did the red icon. The customer was able to switch over to a new console successfully with no alarms or errors. No patient harm, serious injury or adverse event was reported.